Event description:
The customer reported 10 units of red-tinged plasma derived from whole blood. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units; therefore, no patient information is reasonably known at the time of the event. The disposable sets are not available for return for evaluation because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the sets were not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. Hemolysis testing was performed on the cationized and super-cationized membranes that were sampled from a typical hemolyzed lot. Hemolysis was found. The manufacturing and testing records were reviewed. The lot conformed to all specifications. The pretreatment process of cationization had been switched to another machine, affecting this lot. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are: it is possible that the cationization levels of the filter is causing the hemolysis; the pretreatment process for cationization was moved to another machine; hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility; bacterial contamination; excessive cooling-filter clogging; filtration time is extended because the filter is likely to clog; and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action: the pretreatment process of cationization has been moved back to the original machine; when aggregation is observed in the blood prior to filtration, the leukoreduction filter is likely to clog or filtration rate to slow. The risk for development of blood aggregates can be decreased by agitating the blood during and at the end of blood collection, so that filter blockage can be prevented. Also, in order reduce the risk of slow blood flow, the bag should be agitated before the start of filtration to evenly disperse separated blood components.